Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low amplitude and undersensing was noted. Additional information obtained from the field representative indicated that the cause of the event was due to lead's position. This ra lead was surgically abandoned. No additional adverse patient effects were reported.